Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys pth immunoassay results from the cobas e 801 module. Patient 1 results were <1.2, 74, and 63 pg/ml. Patient 2 results were 2.78, 93, and 90 pg/ml. Patient 3 results were 10.1, 124, and 121 pg/ml. Patient 4 results were 11.3, 78, and 76 pg/ml. Patient 5 results were 11.9 and 45 pg/ml. Patient 6 results were 87.8 and 193 pg/ml. Patient 7 results were 10.2, 69, and 69 pg/ml. Patient 8 results were 19.8 and 175 pg/ml. Patient 9 results were 66.7 and 107 pg/ml. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 302620. The expiration date was requested but was not provided. The field service representative performed a system check and found no abnormalities. He replaced the sample probe, degasser and the mixer paddle as it was bent.

Manufacturer narrative:
Qc errors that occurred after the sample probe exchange were eliminated by the additional service actions. The instrument now works without issue. The alarm trace from around the event show several sample quality related issues. The investigation did not identify a product problem. The cause of the event could not be determined.